Manufacturer narrative:
Additional product codes: kwq and kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the posterior spinal fusion (t12: fracture, 1a1b, intervertebral fusion: t11~l1) for the osteoporotic compression fracture. The cement was injected to reinforce the screws. The amount of cement was 1.5 ml at t11 and 3.0 ml at l1. The surgery was completed successfully without any surgical delay. On (B)(6) 2021, kyphosis of the spine and vertebral body fracture were confirmed during consultation. The patient has parkinson's disease. He also reported that he had fallen on his behind. The surgeon commented in his opinion, the screw would have been loosened normally when it was subjected to kyphotic force due to parkinson's disease, but this time, it was reinforced with cement, so stress concentrated on the vertebral body and it broke. The likely cause of this was the patient's bone quality and short fusion range, as well as cement injection volume (difference in cement injection volume between the apical and caudal vertebral bodies) and external stress (fall). At present, no symptoms have developed, but if left untreated, neurological symptoms may develop. Therefore, it is desirable to remove the screw, but since the patient suffers from parkinson's disease, revision or conservative treatment may be considered, and the future treatment method has not been determined yet. This report is for an exepedium verse fenestrated screw. This is report 1 of 1 for (B)(4). This report captures the broken screw. Related complaint (B)(4) captures the cement.